Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: expiration date - unknown; implant date - in 2006. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a total knee arthroplasty in 2006. Subsequently, a revision procedure was performed on (B)(6) 2015 due to a periprosthetic femoral fracture caused by patient fall. During the procedure, wear of the tibial bearing and fracture of the locking pin were noted. All components were removed and replaced with competitor components and the femoral fracture was secured with a fracture fixation plate.